Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm after the patient sneezed. The customer also reported that the patient's systolic blood pressure (sbp) was 128. The freedom driver displayed a beat rate (br) of 130, fill volume (fv) 50.7, and cardiac output (co) of 7. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The electronic alarm history was reviewed and revealed a fault code that is produced when the driver switches operation to the secondary motor as evidenced by the cam follower on the secondary motor being out of the default bottom dead center (bdc) position, as observed during visual inspection. The driver passed all test requirements while operating on the primary motor with no anomalies or alarms. Despite the expected fault alarm that annunciated upon start-up, the driver passed all test requirements with no anomalies noted while operating on the secondary motor. Because the customer-reported issue stated the alarm occurred after the patient sneezed, valsalva maneuver testing was also conducted at normotensive settings, and the driver alarmed, as intended, when the cardiac output fell below 3.5 lpm, but recovered when cardiac output increased above that threshold. The low cardiac output alarm observed during valsalva testing is a recoverable alarm that will not record in the electronic alarm history. However, the low cardiac output alarm can annunciate for up to four minutes (if the cardiac output consistently stays below 3.5 lpm) before the freedom driver will record a permanent fault alarm. There was no low cardiac output alarm recorded in the electronic alarm history. There was no evidence of a device malfunction during any of the testing performed. A fault alarm was reproduced as a result of forced, deliberate operation switch to the secondary motor. Another fault alarm was produced during valsalva maneuver testing of the driver. The driver alarmed for low cardiac output and then recovered. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm after the patient sneezed. The customer also reported that the patient's systolic blood pressure (sbp) was 128. The freedom driver displayed a beat rate (br) of 130, fill volume (fv) 50.7, and cardiac output (co) of 7. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.